Manufacturer narrative:
Device investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the hospitalization and the liberty cycler or the cycler set. The patient¿s initial statement that the dc error from the cycler causing the peritonitis is unfounded as peritonitis is an inflammation of the peritoneum usually caused by infection from bacteria or fungi.

Event description:
A peritoneal dialysis patient reported that distribution center (dc) error in dispensing may have caused peritonitis. Patient is in the hospital now. Per follow up phone call conducted on (B)(6) 2017, the patient's peritoneal nurse states that the dc error in dispensing (an invalid pharmacist license) coincided with the peritonitis, however, was not the cause of it. The cause of the peritonitis is unknown. Pdrn stated that the clinic was not informed of the dc error, and only found out through the patient. The patient was admitted to hospital on (B)(6) 2017 and discharged on (B)(6) 2017. The peritonitis was treated with gentamicin drops and cefepime. The patient continues continuous circulatory peritoneal dialysis. The patient has been on peritoneal dialysis therapy since (B)(6) 2013.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that distribution center (dc) error in dispensing may have caused peritonitis. Patient is in the hospital now. Per follow up phone call conducted on 8/24/2017, the patient's peritoneal nurse states that the dc error in dispensing (an invalid pharmacist license) coincided with the peritonitis, however, was not the cause of it. The cause of the peritonitis is unknown. Pdrn stated that the clinic was not informed of the dc error, and only found out through the patient. The patient was admitted to hospital on (B)(6) 2017 and discharged on (B)(6) 2017. The peritonitis was treated with gentamicin drops and cefepime. The patient continues continuous circulatory peritoneal dialysis. The patient has been on peritoneal dialysis therapy since (B)(6) 2013.